Event description:
Patient line would not prime while using his homechoice system, during priming. The technical service representative (tsr) had the hp check his clamps and pull on the lines at the door. The tsr then instructed the hp to start over with a new set up. No patient injury or medical intervention was reported at the time of the initial contact.